Event description:
An optometrist reported that a pt who underwent bilateral lasik surgery on (B)(6) 2012, reported some halos in his vision at night at three months post-op. This report concerns the left eye. The symptoms have improved with the use of alphagan p 0.15% ophthalmic drops two times daily.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).